Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. As received, the electrode belt receptacle was detached from the monitor case, damaging the j1001 connector on the computer/analog (ca) board. The root cause of the damaged receptacle and damaged connector is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor sn (B)(4) and reported that the patient stated that the monitor case was damaged and wires were exposed.